Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided section a3a, a3b: sex, gender: unknown/not provided section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section b3: date of event: unknown; the best estimate date is prior to may 29, 2026 [alert date]. Section d4: model number: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: primary unique device identification (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted. Section d6b: if explanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted or explanted. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, two unknown tecnis eyhance intraocular lenses were found to be broken within a single procedure. No further information was provided. This is 2 of 2 reports.